Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this exhibited a malfunction during the implant procedure. The lead was not implanted and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This ingevity lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection noted dried blood and tissue around the helix. The lead passed continuity and hipot testing which indicated that the conductor coils and inner insulation were intact. The lead also passed stylet insertion testing indicating no blockage in the lumen. However, the lead did not pass helix mechanism testing due to the dried blood and tissue found in the housing.

Event description:
It was reported that this lead exhibited a malfunction during the implant procedure. The lead was not implanted and will be returned for analysis. No adverse patient effects were reported.